Event description:
The customer reported, the ventilator went vent inop and alarmed. The customer reported, the unit was not in use on a patient at the time, therefore, there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician was unable to duplicate the reported problem. The service technician confirmed diagnostic codes in log history indicating a flow sensor failure. The service technician replaced the exhalation flow sensor to correct the problem. Performance verification testing was completed on the ventilator and all tests passed per operating specifications.

Manufacturer narrative:
Exhalation flow sensor.